Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 21 mg/dl, 115 mg/dl, 105 mg/dl, and 120 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.